Manufacturer narrative:
The company representative observed that the batteries were not functional (customer's biomed will replace the batteries). The company representative replaced the front end board ((B)(4)) and the pcb color video receiver ((B)(4)). The unit was tested to factory specification. It functioned normally and was returned to the customer. A review of the service history does not indicate any systemic issues.

Event description:
The customer reported that while the unit was in use on a patient, the unit shutdown. After the unit was turned back on, the batteries lasted only ten minutes. Then the customer noticed that the circuit breaker the pump was hooked up had tripped. The patient was switched to another unit and therapy was continued. No patient injury was reported.